Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -10.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for another lens during the same surgery due to the lens being torn. The problem was resolved. According to the surgeon, the tear may be due to poor loading of the lens.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear residue on lens). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).